Event description:
The customer reported discrepant low neonatal bilirubin results on one patient using two samples when compared to repeat testing on a different rapidpoint analyzer. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested instrument files and investigation will commence once they are received. The customer is operational. The cause of the event is unknown.

Manufacturer narrative:
Siemens showed due diligence in attempting to obtain additional relevant information. The customer will not be providing the requested log files. Without the requested information, the investigation could not proceed. Without an investigation, the root cause cannot be determined and therefore, the complaint cannot be confirmed.